Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). From (B)(6) 2015, minimum rv pacing impedance dropped to 48-72 ohms from a trend in the 336-360 ohm range. Impedance returned to baseline on (B)(6) 2015. Beginning (B)(6) 2015 ventricular sensing integrity counts up to 42185; ventricular tachycardia-non-sustained episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). Also, the right ventricular (rv) lead exhibited a sudden drop in pacing impedance, but then went back to the baseline. The reset was cleared and the device and lead remain in use. No patient complications have been reported as a result of this event.